Event description:
It was reported that a cartridge alarm 20 occurred, and although there was no adverse impact to the customer's blood glucose level, the issue was persistent with consecutive cartridges. To address the situation, tandem technical support decided to replace the pump since it was under warranty. The customer acknowledged all instructions provided, including using a manual insulin delivery method temporarily, placing the pump into storage mode, and returning the defective pump within ten days to avoid charges. They were also informed that they would receive a replacement pump with updated software and would need to program settings and connect their cgm to the new pump.